Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device's jaw wouldn¿t let go of the tissues. The issue was found during an unknown therapeutic procedure which was completed using a similar device. There were no reports of patient harm associated with the event.